Manufacturer narrative:
(B)(4). The brand name of the involved lift is currently unknown. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred in (B)(6). During transfer of the patient from chair to the toilet seat, the easytrack fs fell on the floor. It was reported by the customer, that "this happened very slowly, the caregiver had time to support the resident". No injury was reported.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the investigation.

Manufacturer narrative:
On (B)(6) 2018 arjo was informed about the event, which occurred in the customer facility in (B)(6). During the transfer of the patient from chair to the toilet seat, the easytrack fs system fell on the floor. Due to fact that it happened slowly, the caregiver had time to support the resident. No injury was reported. The easytrack fs is a portable system, which does not require a permanent installation to the structure of the room. The instruction how to prepare the system to use is described step by step in the instruction for use (IFU 001.17300_rev.1) which is delivered with each portable installation. If the user follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. The involved easytrack system was installed in the customer facility in (B)(6) 2014 by the third-party company, which was also responsible for the servicing of the system. The involved system was evaluated by the arjo representative and the facility technician in order to check condition and functionality of the device. The evaluation confirmed that there was no technical deficiency found within the easytrack installation that would have adversely affected the claimed event, therefore the manufacturer defect was ruled out to be a cause of the problem occurrence. The load test with 450 ibs was carried out and the device was up to the manufacturer's specifications, the device was fully functional. After the evaluation, the easytrack fs has been re-authorized for use. Based on the course of the event presented by the facility technician and the patient involved in the event, it can be confirmed that the incorrect way of using the system could have contributed to the event. During the transfer, the armchair was on the transfer path and the caregiver pulled the patient in the sling to continue the transfer. At that time, the easytrack lose the stability and fell apart. Information provided to the operating manual dedicated to v3 portable ceiling lift system (001.16000 rev.3) includes instruction regarding transferring the patient. If all steps are followed during the transfer, the safe transfer is ensured. When reviewing similar reportable events on easytrack system registered during the last 5 years, a few cases that may relate to the collapsed easytrack system were found. To sum up, the easytrack portable system was being used with a patient at the time of the event and played a role in the reported event. No technical deficiency found within the device that would have caused or contributed to this event. Complaint decided to be reportable based on the potential for serious injury if the incident would re-occur.